Event description:
Pump set for volume to be infused at 1000ml. Rate set at 305 ml/hr. 20 minutes later pump alarmed bag empty. Rechecked setting - rate still set for 305 ml/hr and volume to be infused was 893ml. But the bag was completely empty. Double checked by 2 other rns.